Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's iliac arteries were severely calcified and the aneurysm morphology is unknown. It was reported that initial attempts to insert the devices without the use of an introducer sheath were unsuccessful. 8 and 9mm balloons were used to dilate the iliac arteries after which a 22 french sheath was partially introduced. The main device was inserted and deployed to just below the contralateral gate. The contralateral gate was cannulated and a 16mm x 8.5cm iliac extension was inserted and deployed. Deployment of the ipsilateral limb was completed; however, the stent graft was crunched upwards due to the severe calcium and there was not enough distal fixation. A 16mm x 8.5cm and a 16mm x 5.5cm iliac extension stent graft were inserted and successfully deployed; however, there was a blush. The physician ballooned the junctions but the blush was still present. It was determined that there was a dissection of the right and left external iliac arteries. The arteries were surgically repaired. No additional clinical sequelae were reported, and the pt was reported to be in critical condition. In 10/04 the medtronic sales representative was notified that the pt expired approximately 2 weeks after the procedure.